Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cement less total hip joint procedure, a small corail calcar reamer broke at the junction that connects into the female broach. There were no issues with the female broach. It was used in conjunction with the neck trial during the trialling process and functioned as expected without concerns. Fragments were generated and was removed easily without additional intervention. There was no delay to surgery and no impact to the patient. The procedure was completed uneventfully.